Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous left circumflex artery (lcx). An opticross imaging catheter was used to assess the lesion prior to stent placement and to confirm stent crimping immediately after placement. Post-expansion of the stent was then performed. And the opticross catheter was reinserted to reconfirm stent crimping. The catheter crossed smoothly through the lesion and stent without resistance. However, when an attempt was made to remove the catheter, it became stuck and could not be withdrawn. Additionally, a twist occurred within the blood vessels while attempting to pull out the catheter. Eventually, the entire system, including the guiding catheter, was removed, and the opticross catheter was successfully retrieved. The procedure was completed. There were no patient health or vascular injuries.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the catheter was twisted. The guidewire exit port and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous left circumflex artery (lcx). An opticross imaging catheter was used to assess the lesion prior to stent placement and to confirm stent crimping immediately after placement. Post-expansion of the stent was then performed. And the opticross catheter was reinserted to reconfirm stent crimping. The catheter crossed smoothly through the lesion and stent without resistance. However, when an attempt was made to remove the catheter, it became stuck and could not be withdrawn. Additionally, a twist occurred within the blood vessels while attempting to pull out the catheter. Eventually, the entire system, including the guiding catheter, was removed, and the opticross catheter was successfully retrieved. The procedure was completed. There were no patient health or vascular injuries.